Event description:
It was reported that the health care professional was having difficulty accessing the center port at refill. The reporter believed that they were in the septum, but expected 33ml's and was not getting anything back. The hcp used "fluro" to confirm needle access and confirmed the pump was empty with saline fill. A bridge bolus of 478 mcg was used as the drug concentration was changed from 1000 to 500 mcg/ml. The daily dose remained constant at 149.9 mcg/day. The pt did not require hospitalization due to the event and recovered without sequela. No symptoms were reported. If additional info becomes available about this event, it will be reported on a follow-up.

Manufacturer narrative:
(B)(4).